Event description:
It was reported that pump battery did not charge when connected to computer usb port, even though caller was using tandem charging cable. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by changing to tandem wall adapter, after which pump began charging, and technical support reminded customer to avoid third-party charging supplies and arranged replacement charging supplies; no pump shutdown occurred and no further assistance was required.